Event description:
It was reported that the fiber vaporization efficiency decreased and that subsequently the side-firing fiber was observed at 233,000 joules to be forward firing. The procedure was continued with a second fiber (reference MFR report #2937094-2012-00114). The pt outcome was reported as "fine".